Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the likely cause can be attributed to excessive force, such as a fall, impact or damage during transport or storage of the optics. Therefore, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to correct h8.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid arthroscope arrived new, was taken out of the box, and was bent. The issue occurred during the receipt inspection. There were no reports of patient involvement.